Event description:
It was reported that a (B)(6) pump's speaker failed prematurely. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. . During functional testing, a failed speaker did not occur.  A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition, speaker to fail prematurely was not verified. The device was found within specification. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.